Event description:
Pt tested on the suspect device with an inr result of 5.8. Lab inr was 3.9. Not treatment alleged. Controls were in range. The device was replaced and requested to be returned for evaluation.